Manufacturer narrative:
No product was returned for evaluation. X-rays were not provided to the manufacturer.

Event description:
It was reported that the patient underwent surgery to replace the rod at l4-l5 with a fusion device. Additional information has been requested, but was not available on the date of this report. A follow up report will be sent, if additional information is received.